Manufacturer narrative:
(B)(4). The customer's wife informed medtronic that the customer passed away in (B)(6) of last year. The event date listed in smartsolve is (B)(6) 2021. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor, test, displacement test and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The formatted history file lists data from (B)(6) 2018 to (B)(6) 2021. The formatted history file lists data for (B)(6) 2021. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6) 2021 daily total of all insulin delivered = 58.025, (B)(6) 2021 daily total of all insulin delivered = 69, (B)(6) 2021 daily total of all insulin delivered = 50.6 (B)(6) 2021. Daily total of all insulin delivered = 48.6, (B)(6) 2021. Daily total of all insulin delivered = 50.65, (B)(6) 2021 daily total of all insulin delivered = 47.95 (B)(6) 2021 daily total of all insulin delivered = 54.175, the pump passed the functional testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer had passed away on an unknown date. It was unknown whether the auto mode was active or not at the time of death. The insulin pump was returned for the analysis. The case was reported on the basis of failure analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report had the incorrect event date and event summary. The information has been provided in section b2, b3, and b5.

Event description:
It was reported that the customer passed away in (B)(6) 2021. It was unknown if customer was using the insulin 48 hours prior to the incident. No further details were provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 4.11d retainer ring = clear the customer's wife informed medtronic that the customer passed away on (B)(6) 2021. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.08730 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay at the select button. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) -2021 listed on smartsolve and the days prior to the event date. (B)(6) 2020 dailytotalofallinsulindelivered = 53.8 (B)(6) 2020 dailytotalofallinsulindelivered = 74.8 (B)(6) 2020 dailytotalofallinsulindelivered = 53.3 (B)(6) 2020 dailytotalofallinsulindelivered = 62.8 (B)(6) 2020 dailytotalofallinsulindelivered = 86.625 (B)(6) 2020 dailytotalofallinsulindelivered = 0.5 (B)(6) 2020 dailytotalofallinsulindelivered = 0 (B)(6) 2020 dailytotalofallinsulindelivered = 0.175 (B)(6) 2020 dailytotalofallinsulindelivered = 81.25 (B)(6) 2021 dailytotalofallinsulindelivered = 62.3 please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days after the event date. (B)(6) 2021 dailytotalofallinsulindelivered = 62.3 (B)(6) 2021 dailytotalofallinsulindelivered = 76.75 (B)(6) 2021 dailytotalofallinsulindelivered = 49.3 (B)(6) 2021 dailytotalofallinsulindelivered = 62.8 (B)(6) 2021 dailytotalofallinsulindelivered = 76.3 (B)(6) 2021 dailytotalofallinsulindelivered = 65.175 (B)(6) 2021 dailytotalofallinsulindelivered = 62.35 (B)(6) 2021 dailytotalofallinsulindelivered = 56.8 the pump passed the functional testing. A cracked retainer was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The analysis summary was updated since the initial report. The information has been provided in section h10.